Event description:
Revision surgery - due to poor extension. The patient was presented with a knee that did not have full range of motion. The surgeon tried manipulation to acquire full range of motion and extension, manipulation did not solve the issue. The surgeon opted to perform surgery including a poly exchange.